Event description:
It was reported that there was a patient alarm for short v to v intervals, the patient is being monitored closely and every time at the device check the device function is normal. The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.